Event description:
A malfunction on a customer's pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, successfully resolving the issue, as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.